Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis consisted of injection (inj) of reflin (1gm per day, route not reported) and inj of tobramycin (40mg per day, route not reported). The outcome of the peritonitis was not reported. Additional information was requested and was not available at this time.